Event description:
It was reported that the distal pin snapped off before use.

Manufacturer narrative:
We received one 12tlw805f35 embolectomy thru-lumen catheter still inside the blue sheath from the shelf tray. There also appeared to be a wire protruding from the catheter tip. The stylet in the tip of the catheter appeared to be bonded to the catheter tip. The stylet cap was not returned. A closer examination found there is a trail/flow of what appeared to be adhesive coming from where the stylet cap was bonded. The cap is bonded to the stylet wire using a 2 part epoxy. Both the thru-lumen and the inflation lumens are patent and the balloon latex and both proximal and distal windings appeared to be in good condition and there are no missing components. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.